Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed a total service call and replaced the heater coil assembly for reagent probe 1 due to volume check errors. Prior to service, the customer recalibrated the vitamin d assay and repeated the quality controls, which resulted within range. Repeat testing was then performed, and samples resulted as expected. The cause of the discordant, falsely low vitamin d results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low vitamin d results were obtained on patient samples on an advia centaur xp instrument. The customer experienced low results for quality controls and performed a patient look back for samples analyzed the day prior. The discordant results were reported to the physician(s). The samples were repeated on the same instrument after quality controls were within range, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vitamin d results.